Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, or station was moved to new port to accommodate the surgery robot and had data sync there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database synchronization was not completed and need to be downloaded. A technical support specialist dialed into the station and created a database backup, then proceeded with a full synchronization without dropping the database. The full synchronization completed successfully, after which the station was rebooted into carefusion application, resolving the disconnected mode issue, subsequently, dialed into the server and verified synchronization information, confirming no upload errors with error status marked as false. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, or station was moved to new port to accommodate the surgery robot and had data sync there were no adverse events or injuries reported based on this event.